Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009, alleging inaccurate readings on the one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the patient refused to troubleshoot with the customer care advocate (cca). The patient compared the ultra 2 meter to an ultraeasy meter and reportedly obtained a 377 mg/dl on her ultra 2 meter and a 170mg/dl on the ultraeasy meter. The patient then increased her dosage of medication, due to the reported issue and mentioned that she became hypoglycemic 2-3 hours after the alleged inaccurate readings. The patient does not recall the date, time or the exact symptoms she exhibited. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The patient was unable/unwilling to verify whether the meter was coded properly and to verify the meter memory results. The patient refused to send the meter back to lfs. No further clinical information was provided. It would have been helpful to know the patient's sliding scale, exact description of symptoms, how she treated herself and how long symptoms lasted. It would have also been helpful to know readings prior to the event and what a normal reading for her was supposed to be. The complaint is being reported since the patient alleged due to the elevated reading on her ultra 2, she increased her insulin and suffered a hypoglycemic event approximately 2 hours later.